Manufacturer narrative:
E1:patient city: (B)(6). Patient country:germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 35 mmol at the time of event and the patient got treated with insulin injection no further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-01807), was submitted on 17-july-2025. However, based on the investigation done on 22-jan- 2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.